Manufacturer narrative:
Continuation of d10: product ID: tm91d0 (serial: (B)(6)) implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator was interfering with the electrocardiogram, and there were pairing issues with the tm91d0 percept communicator. The communicator displayed a service code 804, and a "communicator not found" message persisted despite multiple troubleshooting attempts. The patient attempted to turn off the neurostimulator for a pet scan. Patient services dismissed the code and performed a hard reset of the communicator. Upon reattempting to connect, the "communicator not found" message continued. Another hard reset was performed, and it was ensured that the communicator was unplugged, but the issue was not resolved. A request was sent to the repair department to replace the device, and the patient was provided with a nas number for their healthcare providers to coordinate for the pet scan.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they need their device before the 5th for their pet scan. Agent reviewed possibility to page a rep for assistance if they don't get their communicator in time.